Event description:
It was reported that stent damage occurred. A 5.00 x 24mm synergy megatron was selected for a percutaneous coronary intervention (pci) procedure in the mid right coronary artery (rca). The physician used an ivus catheter to assess vessel size before stenting. The synergy megatron was introduced, but when difficulty advancing was encountered, the device was removed and a 6f guidezilla ii was introduced to give extra support. When the megatron was re-delivered using the guidezilla, the megatron catheter become stuck on the guidezilla and the stent was deformed. The synergy megatron and guidezilla were removed separately from the patient. The procedure was completed successfully with another device. There were no patient complications reported and the patient condition following the procedure was stable.